Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20658. Additional retrospective review of the manufacturer's complaint database identified related events that were previously reported. (Reference MFR. Report# 1627487-2013-00042 & reference MFR. Report# 1627487-2013-00043). On (B)(6) 2012 it was reported the patient ((B)(6)) experienced warmth and blackness at the ipg site when recharging. Recommendations were provided to the patient to help minimize any discomfort felt during recharging. Additional information received identified the patient still experienced pocket heating and redness at the ipg site while charging. The patient will be receiving low energy charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.